Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing a loss of therapy. The patient reported that their implantable neurostimulator (ins) hadn¿t been working right and that a manufacturer representative tried to reprogram it about a year prior to the date of this report. The patient stated that they got the ins working halfway decent, but it still wasn¿t working as well as when they had it implanted. It was noted that the patient wanted to find a manufacturer representative to reprogram it again. The patient was redirected to follow up with their healthcare provider (hcp) to have the device checked and to set up an appointment with a manufacturer representative. Indications for use are spinal pain and degenerative disc disease.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's device was not working like it should, the stimulation is coming out of the bottom of the plate, so the patient was told. The circumstances leading to the loss of therapy and device not working was that the stimulation has moved from the feet to above the knees. The patient's stimulation no longer covers the feet. The issue was helped some, but the stimulation is below the knees, but it is needed below the feet. The patient stated that their weight. The patient also stated that they used to charge once a week and now they charge every day. No further complications were reported.